Manufacturer narrative:
Correction to field d6b: explant date.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was leaking, and the device could not be used normally for erection. A surgical procedure was performed to remove and replace the reservoir. The cause of the fluid loss was a connection issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the reservoir of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and tested for leaks. Microscope examination revealed that the reservoir had wear at fold and a hole from wear in reservoir shell. The leakage test revealed a leak at the corner of a fold in the reservoir shell. Based on the information available and analysis results, the reason for the fluid leak was most likely determined to be the hole/leak at the corner of a fold in the reservoir. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was leaking, and the device could not be used normally for erection. A surgical procedure was performed to remove and replace the reservoir. The cause of the fluid loss was a connection issue. No patient complications were reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was leaking, and the device could not be used normally for erection. A surgical procedure was performed to remove and replace the reservoir. The cause of the fluid loss was a connection issue. No patient complications were reported.